Event description:
It was reported that during a remote device data review, the physician noted loss of capture and chronically high threshold measurements from this right ventricular (rv) lead. Additionally, the pacing impedance measurement was low, but still in-range (360 ohms). It was hypothesized the rv lead had an insulation defect, but this was not confirmed. Because of the patient's pacemaker dependency, the physician performed a surgical upgrade to a cardiac resynchronization therapy (crt) defibrillator. During the procedure, this rv lead surgically capped and abandoned. A replacement lead was subsequently implanted to resolve the event. The patient was stable with no additional adverse effects. This rv lead remains implanted, but capped and out-of-service.